Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states burn out light (joystick) and is highly sensitive and changes speed. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.